Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported problem of ¿there was a leakage", was verified by functional testing. The cause was a leak from the demand detector. The product was not repaired and returned to the customer because repair parts are no longer available. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported, that there was a leakage. The fault occurred, while checking. Before in use with the patient. There was no patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.